Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the screw broke during insertion into the femoral tunnel. A backup device was available to complete the procedure following an estimated 5 minute delay to retrieve the broken screw. No patient impact was reported.